Manufacturer narrative:
This event was found to be a duplicate of an existing MDR submitted under manufacturing report number 2015691-2024-03336. The event investigation, device evaluation, and applicable reporting activities was performed under manufacturing report number 2015691-2024-03336.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the article, "complications from transcatheter pulmonary valve replacement with self-expanding prestent", there were 4 patients who underwent successful tpvr procedures using the alterra prestent and sapien 3 valve, who underwent subsequent intervention due to concerns for extravascular perforation of the main pulmonary artery by the tines of the alterra prestent. During the 4th case, the plan was to perform staged tpvr and implant the sapien 3 valve during a separate procedure. Shortly after the procedure, the patient developed significant chest pain, became tachycardic, then suffered a bradycardic arrest in the recovery room. Return of spontaneous circulation was achieved after chest compressions, intubation, and resuscitation medications. Echocardiography showed a large pericardial effusion that was drained at the bedside with removal of 350 ml of blood. The patient was taken immediately to the operating room for removal of the altera prestent, where 4 distal tines of the altera prestent were observed to have eroded anteriorly through the main pulmonary artery. The altera prestent was removed, the perforations were repaired, and a 29-mm inspiris resilia valve was implanted. The patient did well and was discharged home with a well-functioning pulmonary valve and good biventricular function.